Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number p9668, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser refills fell apart upon the use and they broke soon after touching it. It was also reported that, there were only two to three refills were good. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number p9668, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser refills fell apart upon the use and they broke soon after touching it. It was also reported that, there were only two to three refills were good. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was updated from p9668 to unspecified. Lot number field was updated from invalid lot reported p9668 to unspecified. Without lot number, the analyst could neither perform device history records review; retain sample evaluation or lot trend analysis. A review of the data associated with this complaint category breaks/falls apart with use and reportable pqc revealed no adverse trends. A returned field sample had not been received for evaluation. Complaint categories (breaks/falls apart with use and reportable pqc) cannot be considered confirmed since customer unit was not received. However, history of changes demonstrates adequate controls and does not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.